Manufacturer narrative:
Product ID 377860, serial# unknown, explanted: 2013 (B)(6); product type lead product ID neu_ins_stimulator, serial# unknown; product type implantable neurostimulator product ID 3550-39; product type accessory product ID neu_ins_stimulator, serial# unknown; product type implantable neurostimulator. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported that the battery replacement was due to "end of life (eol)". It was stated that the patient's right lead was replaced as well. It was noted that the patient was receiving adequate stimulation. No additional information was available.

Manufacturer narrative:
Analysis of the lead found a reliability non-conformance as the conductor in the lead body was broken at the anchor site. Analysis of the implantable neurostimulator found no anomaly. Analysis of the anchor found no significant anomaly as the anchor had separated.

Event description:
It was reported that the lead was explanted (B)(6) 2013. Loss of stimulation prior to removal reported. All impedances on affected lead were high. It was noted, the patient had a loss of therapeutic effect. It was reported that the lead and battery were explanted and replaced. Battery was depleted normally. Lead was fractured. The patient recovered without sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.